Event description:
A customer reported an error with their continuous glucose monitor, specifically noting cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted by providing the customer with instructions to reset their pump, and after completing the reset, the error did not reappear. The customer was then able to successfully start their sensor session.